Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image. Customer stated that the insulin pump got wet. Insulin pump had crack and puncture on the buttons. Customer stated no error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a missing display window/cover, a stained keypad overlay, a cracked case-corner of belt clip rails, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest and thus software downloads were utilized and successful. The insulin pump was also received with a critical pump error (open book image) alarm and pump error 35 alarm was recorded and found in the formatted history files on 06/06/2021 at 17:29:00.000 and 06/06/2021 at 17:39:00.000. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book) alarm. The insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. No moisture damage on the battery tube, motor, force sensor, vibrator assembly, keypad dome switches and keypad traces during visual inspection. The force sensor offset measured within specific range during testing (20.9 milivolts). Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the device history due to moisture damage on the electronic assembly.